Manufacturer narrative:
At the time of this investigation, the service request (sr) remains open. Although this complaint has been opened based on a technical service inquiry, no service has been performed. With no additional, related information provided, the customer reported event could not be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported experiencing no phacoemulsification during two separate cataract surgeries. The case was completed by resetting the system and phaco handpiece. There was no patient harm. Additional information has been requested. Additional information received further clarified that there was a total loss of phaco experienced before the system and handpiece were reset. There was no system message displayed.